Event description:
Acute artery occlusion of lower extremity [peripheral artery occlusion]. Case description: this is a literature report from the abstracts/presentation of a scientific meeting (93rd kyushu regional meeting) of the japanese society for vascular surgery. The pt was a (B)(6) male who suffered a pelvic fracture and a left tibia fracture in a traffic accident. He underwent haemostatic embolization with absorbable gelatin (gelfoam) for pelvic fracture. On returning to his room following the procedure, he presented with pallor of the left lower extremities and complete ischemia. An angiogram was performed. It was suspected that he had acute artery occlusion of lower extremities due to deviation of gelfoam, and an embolectomy was immediately performed. Post operatively, the collected emboli revealed thrombi including gelfoam. This case report shows that a limb could be salvaged successfully due to embolectomy for emboli. Additional info has been requested and will be provided as it becomes available. The need for corrective action is being evaluated and will be communicated in the final report. A review of pfizer's safety database for cases received through 31 december 2008 identified no serious cases from solicited cases and clinical studies reporting absorbable gelatin sponge or blinded therapy and adverse event s encoding to the meddra 11.1 preferred term, peripheral arterial occlusive disease. In addition, no cases reported from sources other than clinical studies were identified during this period for this event. Based on the limited information provided in this case, there is a possibility that the use of gelfoam for an unapproved use and an indication other than as an adjunct to hemostasis could result in a complication like a peripheral arterial occlusive disease. Based on the information provided in the case, this individual report would not seem to modify the risk-benefit profile of the subject drug. Root cause analysis for the device is under investigation and will be provided once it is available.

Manufacturer narrative:
Report source literature description - journal: the 93rd kyushu regional meeting of the japanese society for vascular surgery. Author: kurou kanaya. Title: a case of acute artery occlusion of lower extremities due to deviation of gelfoam (gelatin), year: 2008.